Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation found the following: due to a pinhole on the a-rubber, water tightness was lost. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope had a damaged cable. The issue was found during receipt inspection before use. The device was returned for evaluation. During the device evaluation, it was found that due to damage on the charged couple device, the image disappeared during angulation in the upward/downward directions. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information added to the following fields: h4 and h6. A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the disappearance of the image occurred due to a broken cable unit of the charge couple device in the bending section, leading to the event. The event can be [detected/prevented] by following the instructions for use which state: precautions: caution. Turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning. Follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system. Inspection of the endoscopic image. Confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿.". Olympus will continue to monitor field performance for this device.